Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that she received an e6 (mechanical) error on her infusion device. She stated that she also received the error the previous day and was able to clear the error by changing the insulin cartridge and inserting a new battery. To troubleshoot the patient was instructed to perform the change cartridge procedure, she was using a cartridge filled with water. She was able to complete the procedure successfully and inserted a cartridge filled with insulin. During priming process, she received an e4 (occlusion) error. She was instructed to change the infusion tubing. The patient successfully primed the infusion tubing and was able to clear the e6 and e4 errors. The patient stated that she felt as if her blood glucose was elevated because she "had a funny taste in her mouth and has been drinking lots of water." The patient had not tested her blood glucose. She injected 14 units of insulin via syringe. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.